Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported via a food and drug administration (FDA) medwatch report that the patient implanted with this right atrial (ra) lead passed away. It was alleged that the lead was not functioning properly. No additional information was able to be obtained as the report did not include any contact information. Additionally, no lead serial number or patient identification were provided.